Event description:
It was reported that the handpiece was not shutting off. The investigation is ongoing. It is unk if there was pt involvement or adverse consequences.

Manufacturer narrative:
The device was returned to the manufacturer and the complaint was duplicated. The trigger magnet fell out causing the issue. The device was repaired and returned to the customer.